Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to the failure analysis engineer team. Initial findings confirmed. The instrument passes energy recognition, however, failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. Broken conductor wire will be made the new primary code, and fa.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the long bipolar grasper instrument was not coagulating and giving proper energy during surgery. It was replaced with another instrument of the same kind, no material was left in the patient, and there was no patient harm. It was the last live that the instrument had. The procedure was completed with no reported injury.